Manufacturer narrative:
Additional product code: hwe. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has shown that the air hoses (green and black) are correctly assembled and not damaged. The air hose fits smoothly with the function gages and the test station. Both couplings run with smooth motions. The air hose was analyzed for conformance to print specifications as well as the device history record was researched. The review revealed that this item was manufactured in december 2013 in accordance with the specifications. As mentioned above, additional tests for functioning didn't show any abnormalities; neither a product nor a function fault could be detected. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the inner hose (black color) of the air hose is damaged. It has a burst/ruptured and the damage is on the inner (black) hose only. Outer hose (green) doesn¿t seem to be damaged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the visual check was okay. A leak test was performed with the air hose connected to a colibri device and no leak was detected. The device was sent on for further evaluation to identify the root cause of the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.